Manufacturer narrative:
The device was received and analyzed. The memory content of the ICD was inspected. The evaluation of the available iegms showed that, on the (B)(6) 2015 during the episode no. 141, a vf was detected and the device delivered shock therapy as programmed. However, in agreement with the complaint description, a 25 jules and three 40 jules shocks were delivered during this episode, with only the last one successfully terminating the vf. No other peculiarities were observed. In a next step, a sensing test was performed and the device sensed the attached heart signals free of noise. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. There was no indication of a device malfunction. In conclusion, the device proved to be fully functional. The clinical observation was confirmed upon analysis of the memory content. However, there was no indication of a device malfunction. It is reasonable to assume that a high intrinsic defibrillation threshold might have led to the reported clinical event. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Manufacturer narrative:
(B)(4).

Event description:
This device was replaced because of high dft&#62688;and unsuccessful high energy shocks. The physician added a sq shock lead and replaced this device with a higher energy ICD.